Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced low blood glucose (bg) of 42 mg/dl; cause was unknown. Low bg was addressed by customer consuming carbs. Tandem technical support reviewed pump data logs and found the pump received a cartridge alarm (alarm 9). Multiple attempts were made by tandem technical support to follow up with customer; however, all were unsuccessful.